Event description:
The caller reported that during an unknown arthroscopic procedure, some of the black insulator material at the distal end of a vapr se electrode came or flaked off into the patient's joint space. All of the debris was suctioned out and the procedure was completed successfully without further incident or harm to the patient.

Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for evaluation. However, this type of reported failure mode has historically been attributed to user technique, that is, the user while manipulating the device is abrading it against a hard or sharp object, such as the working cannula. Although it is not conclusive we have not been able to identify any other factors that would result in such a failure. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words, there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. All the debris was retrieved from the patient and there were no patient consequences. However, if this were to recur and the debris not retrieved from the patient, it is possible that patient injury could potentially occur. Because of this potentiality, an MDR is being filed to document this event. When and if the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause, a follow-up report will be filed.